Manufacturer narrative:
Reporter phone number (B)(6). The ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg as explanted and replaced to address the issue. The lead was showing high impedance. Patient was programmed using other contacts that were able to restore the therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg as explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6) date of event is estimated.